Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during support, the impella cp could not achieve sufficient flow. The pump was close to the mitral valve leading to continuous suction alarms. The pump was attempted to be repositioned, but the issue could not be resolved. Therefore, the pump was explanted. There was no patient harm.

Event description:
The pump was replaced.

Manufacturer narrative:
H.6 investigation results indicated that the medical device problem code should be 1248 and therefore was added. The investigation has been completed. The product and data logs were not returned for review. Based on clinical description, the root cause of low flow was most likely due to pump was in improper position. Corrections to the initial manufacturer device report number 1220648-2024-15233: b.5 it was incorrectly reported that the pump was explanted. However, the pump was replaced. H.6 due to the correction mentioned above in b.5. Additional codes were added and code 4627 was reported incorrectly on the initial manufacturer device report.